Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ capsular contracture: unable to observe as it is a medical event that is not related to the device. ¿ anxiety-product/procedure: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and biocell replacement. The device has been explanted and replaced

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. And biocell replacement. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.